Event description:
It was reported the tunneling device broke off in the patient during surgery. The hcp had to dissect more than usual to retrieve the broken part of the device. The patient recovered without sequela.

Manufacturer narrative:
Results: other, extension kit/tunneling tool. See scanned pages.